Event description:
Maude event report mw5041464 reported: volun 18-mar-2015: I had the shape match triathlon get around knee put in on my right knee after the symptoms did not improve so I ended up having a revision done to the right knee. The healing process and more x-rays were taken; it was shown that the original cuts to my right knee were wrong. I was put through the MRI process and the images were sent to stryker so they could build the tool and the knee to exactly fit my knee, but I continued to get worse. I was falling and having pain and swelling. It did not fix the problem. When the revision was done it helped for about a month then the symptoms came back along with instability; the falling and pain had increased.

Manufacturer narrative:
Device description reported as an unknown triathlon knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.